Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing. The device was never used at all and is still in its original packaging. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough investigation was done. The device failed the final pack test for a capacitor form as the charge time was higher than the limit. During an interrogation with the programmer, it was noted that the device was in storage mode then a cap form was performed which gave a charge time within acceptable limit. Further, high power visual inspection was done and found out that the electrolyte was also leaking on the battery side of the capacitors and the seal appeared to be compromised.